Event description:
On 05-apr-2012, olympus biotech pvg learned of an adverse event in the literature: papanna, mc, et al, ¿the use of bone morphogenic protein-7 (op-1) in the management of resistant non-unions in the upper and lower limb¿, in injury, 2012 [epub ahead of print]. A (B)(6) male who received osigraft as part of an unspecified procedure to treat a closed humeral fracture nonunion developed significant joint stiffness that impaired functioning. No add¿l details were provided. No systemic or allergic reactions were encountered after application of bmp-7. Add¿l info will be requested from the authors.